Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge fse that encountered the issue replaced the fo sensor extension cable assembly due to the cosmetic damage then as part of the pm replaced the batteries, safety disk and title volume disk due to expiring by date. The pm was completed and all functional and safety tests were passed to meet factory specification. The iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that while performing a preventive maintenance (pm) done by a getinge field service engineer (fse) on the cardiosave intra-aortic balloon pump (iabp), it was discovered that the fiber-optic receptacle was cracked. There was no patient involvement, and no adverse event reported.